Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via a manufacturer representative there were high impedances that were fluctuating on and off. A diagnostic check was done as well as reprogramming. Follow-up was being conducted to determine actions/interventions taken and resolution of the reported issue. If received, this event will be updated. Indication for use included chronic low back pain and non-malignant pain.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), product type: lead.

Event description:
The consumer reported high impedance on the lead. It was unknown if the system would be revised. The patient noticed that the program stopped working. It was noticed a while ago but timing unknown when system stopped working. There was a report of no falls and the reason for the high impedance on all contacts were unknown. They tried to program on alternate lead to see if the new program helps with the pain. The issue did not resolve at the time of the report.